Event description:
On 4/7/97, a technician was splashed in the eye while discarding the contents of a test tube containing co hcv positive control coated bead, 1n sulfuric acid, and o-phenyenediamine in citrate-phosphate buffer. The tube labeled "positive control" slipped out of the technician's hand and bounced off the floor thus splashing the contents of it into her right eye. The eye was flushed with water for 5 minutes. The technician sustained corneal abrasion that was treated with erythromycin. The technician was wearing safety equipment that included glasses, gloves, and a lab coat. On 4/9/97, the technician's eye was examined by an opthalmologist and the abrasion was healed. The account would not furnish the weight of the technician.